Event description:
As stated on novartis nutrition quality complaint form: "this customer had the super percutaneous endoscopic gastrostomy come apart at the point where the dilator meets the percutaneous endoscopic gastrostomy tube 3 times. Customer only knows for sure the lot code on one of the tubes. Customer will send that one in. The first time it happened the dr had to use another tube, that tube also broke. Md was able to use something to pull the tube through so md salvaged that tube. This last time customer saved the tube for quality control to look at."